Event description:
Information received by medtronic indicated that the customer was having trouble with a software update. Troubleshooting was done but the issue could not be resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08470 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. In further full review of the pump history/traces on the event date of 25-jan-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 25-jan-2024 listed on smartsolve. Dailytotalofallinsulindelivered: 0 (0 u) dailytotalofbasalinsulindelivered: 0 (0 u) dailytotalofbolusinsulindelivered: 0 (0 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 2 days prior to the event date 25-jan-2024 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: 01/24/2024 23:56:35.000 01/25/2024 10:58:52.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. Insert battery alarm was expected since the battery was removed from the pump. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. ¿ the original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Customer alleged for software update anomaly was not confirmed. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.